Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not received. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Qty of product involved : 3 => 1. What is the lot number of each involved device?=> unk. Please clarify, were three (3) blake drains 2234 involved over the same procedure? =>no, over three procedures. Only 1 product was used on this procedure. (Qty of product involved of this surgery was changed from 3 to 1.) The other 2 were registered . Did all involved products fail to drain?=> suction could not be done properly. Was the issue in regards to the drain or the reservoir? => drain. If the affected device was the reservoir, please provide product code and lot number of the involved reservoir. Was another drain needed to correct the situation? => unk. Was a new drain placed surgically during a second procedure? => unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a pancreaticoduodenectomy on (B)(6) 2023 and a drain was used. In the ward / ICU, suction could not be done properly. Further details are not provided from the hp. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.